Event description:
It is reported that the inserter fractured, all pieces were removed.

Manufacturer narrative:
Evaluation summary: the load and angle of insertion of the inserter at the time of breakage are unknown. There may have been an excessive load or undue axial loads that contributed to the failure of the device. There is too little information to determine the potential root cause of the failure. As returned, a portion of the bone depth scale has fractured off the inserter and was not returned for review. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy analysis was conducted on the fracture surface and it appears to have occurred by repeated loading leading to a fast fracture. Energy dispersive spectroscopy analysis was also performed and indicated that it is likely the instrument was manufactured of 455 sst. The instrument had a potential field age of approximately 2 years at the time of failure. The instrument was found to meet print specifications and the device history records appear to be conforming.